Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite gravity set disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the tubing is disconnecting was there a leak that was caused by the disconnection? If so, what medicine/liquid spilled/leaked? Yes, an IV solution was spilled onto the floor. We have had multiple failures in our maxzero trifuse extensions, primary gravity drip tubing, secondary tubing, 8 inch extension tubing, etc.

Event description:
It was reported while using bd alaris smartsite gravity set disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the tubing is disconnecting was there a leak that was caused by the disconnection? If so, what medicine/liquid spilled/leaked? Yes, an IV solution was spilled onto the floor. We have had multiple failures in our maxzero trifuse extensions, primary gravity drip tubing, secondary tubing, 8 inch extension tubing, etc.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-feb-2023. Investigation summary: a sample was returned for investigation. Through visual inspection, separation was confirmed as the defect. The set has separated from the drip chamber. No solvent could be seen at the tip of tubing. No other damages and defects were observed. A device history record review for model 10802688 lot number 22049351 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed to determine the root cause. The possible causes are solvent related, like omission, incorrect level of solvent dispenser and failure in the solvent dispenser. DHR's review showed that verification of medegen solvent dispensers was not performed correctly. From the above, the principle cause is an incorrect dispenser for failure in the medegen solvent dispenser, which can also cause absence of solvent in the tube. The personnel on the production line must carry out a verification of the medegen dispensers before starting the production. In this verification, the correct use is reviewed and recorded in the procedure. A quality alert was generated to assure the verification of dispenser solvent with a form and the correct use.